Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible broken sensor wire. Patient removed transmitter and could not locate sensor wire. Dexcom technical support advised patient to seek medical attention. At the time or the report, that patient claimed to be healthy.